Event description:
Review of unpublished literature representing results of a surgeon's observations and experience identified the possibility of adverse events having occurred. Follow up of observations from literature identified that a pt developed joint pain and subtle changes were detected by x-ray. The pt saw a dr (out of state, different from implanting surgeon) for the pain and the joint was revised with other MFR's products (surgery date not available).